Manufacturer narrative:
Elab testing shows part functions as designed with no faults.

Event description:
The customer alleged that the ventilator would not pass the extended self test (est). The customer support engineer (cse) inspected the device and was unable to duplicate the est failure. The cse replaced the pressure transducer board and the autozero solenoid which matched the repair for the diagnostic codes logged in memory from the customer's last est as a precaution. The unit passed extended self testing. It is not verified that the ventilator malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.